Manufacturer narrative:
Although requested, the log files from the device and the AED have not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is flashing red, and their battery pack will not stay latched in their AED. They reported that this did not occur during patient use.